Manufacturer narrative:
D3 and g1 correction: the manufacturing site was updated.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D3 and g1 correction: the manufacturing site was updated.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000138098.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which of the leads attributed to this issue.